Event description:
It was reported that the syringe 50ml ll experienced breakage during use.

Manufacturer narrative:
Investigation: no sample or photos displaying the reported condition were provided for investigation. A device history review was performed for reported lot 1810249, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the reported lot were used for evaluation. Through visual inspection, no damage or defects were noted in the syringe tip. Based on the available information we are not able to determine a root cause at this time.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 50ml ll experienced breakage during use.